Event description:
The reporter stated, the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the pt's left eye (os) on (B) (6)2010. The icl was explanted two days later on (B) (6)2010 due to increased intraocular pressure. The pt experienced angle closure glaucoma and pupillary block. The icl was removed with no pt injury. Another icl was implanted three weeks later and the pt is doing well. The reporter stated, the surgeon felt the event was due to not removing all the viscoelastic out of the eye and was not lens related.

Manufacturer narrative:
(B) (4): eval results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).